Event description:
Info received indicates the head section is drifting down slowly.

Manufacturer narrative:
The technician found the CPR cable was too tight on the right side of the bed. He adjusted the cable to repair the bed.